Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the receiver had no audio output. The patient¿s spouse reported the receiver did not alarm when expected, no sound was heard. The receiver alert was set for a low of 80 mg/dl at normal volume. On (B)(6) 2020 at approximately 4:00 pm, the patient stated he was tired and wanted to sleep. His wife tested his blood glucose (bg) fingerstick which was reading 36 mg/dl. She gave him apple juice, sugar tablets, and called emergency medical services (ems). Paramedics confirmed low blood sugar (bg fingerstick not provided) and tachycardia. He was transported to the emergency room (ER) for evaluation and later discharged. His wife said his condition was okay after his scheduled follow up appointment with his medical doctor on (B)(6) 2020. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.